Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00047 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. A visual examination revealed one small kink at 43mm from the hub on the sheath. There were no other visual defects observed. The retention samples from the reported lot as well as the surrounding lots were evaluated. A visual examination confirmed there were no visual defects. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00047 to provide the sample evaluation results.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a kink in the sheath. Follow up communication with the user facility confirmed the following information: during flushing of the sheath it was noticed that the sheath was kinked near the hub; the sheath was not used; a new sheath was opened; and there was no patient impact.